Event description:
During a ptca/stenting procedure, the shaft of the liberte' monorail stent delivery system kinked and subsequently broke. The lesion being treated was a very calcified lesion in a severely tortuous lad. The physician experienced difficulty advancing the liberte' monorail stent delivery system up the distal portion of an im graft. During advancement, the shaft of the liberte' monorail stent delivery system kinked and subsequently broke. The liberte' monorail stent delivery system was removed without incident and another stent was used to complete the procedure. No pt injuries or complications were reported.